Event description:
The customer reported the device shut off unexpectedly. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. Shortly after powering on a 10 beep watchdog alarm is triggered. In this condition the device is unable to take measurements. Internal inspection found the u21 component on the system board had a short between pins 1 and 6 causing the voltages to be out of range. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device shut off unexpectedly. No patient impact or consequences were reported.